Event description:
It was reported that after numerous blockages and a repair, the PICC was recently removed and found to be without the catheter tip.

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A lot history review (lhr) is not possible, as no mfg lot number has been provided by the complainant.